Event description:
A malfunction alarm was reported, identified as malfunction code malf 1, affecting the customer's pump while they were out of the country without backup supplies. There was no adverse impact on the customer's blood glucose level as levels did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump to resolve the malfunction temporarily, allowing the continued use of the current pump until the customer returns home. A replacement pump was sent to the customer, who was guided on storage mode procedures and instructed to return the faulty pump to tandem within ten days using the provided return box and pre-paid label.